Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('medical device removal/') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced bursitis ("inflammation in hip") and myalgia ("sore muscle"). The patient was treated with surgery (hysterectomy). Essure was removed. At the time of the report, the medical device removal and bursitis outcome was unknown and the myalgia had resolved. The reporter considered bursitis, medical device removal and myalgia to be related to essure. Concerning the injuries reported in this case, the following ones were reported via social media :bursitis, medical device removal and myalgia. Quality-safety evaluation of ptc: unable to confirm complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('medical device removal/') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced bursitis ("inflammation in hip"), myalgia ("sore muscle") and arthralgia ("hip pain"). The patient was treated with surgery (hysterectomy). Essure was removed. At the time of the report, the medical device removal, bursitis and arthralgia outcome was unknown and the myalgia had resolved. The reporter considered arthralgia, bursitis, medical device removal and myalgia to be related to essure. Concerning the injuries reported in this case, the following ones were reported via social media :bursitis, medical device removal ,myalgia and arthralgia. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-mar-2020: information received via social media: new event - hip pain and reporter information was added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('medical device removal/') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced bursitis ("inflammation in hip"), myalgia ("sore muscle") and arthralgia ("hip pain"). The patient was treated with surgery (hysterectomy). Essure was removed. At the time of the report, the medical device removal, bursitis and arthralgia outcome was unknown and the myalgia had resolved. The reporter considered arthralgia, bursitis, medical device removal and myalgia to be related to essure. Concerning the injuries reported in this case, the following ones were reported via social media :bursitis, medical device removal ,myalgia and arthralgia. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 29-apr-2020: quality-safety evaluation of product technical complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.